Event description:
Caller (customer's daughter) reported that in the first week of (B)(6) 2014, the customer "felt sleepy and her speech was garbled". Caller tested the customer's blood glucose using the adc meter and a reading of 109 mg/dl was obtained, which was higher than the customer felt. Caller reported she treated the customer with "a little bit of chocolate and some soda" after the adc reading was obtained. Paramedics were called and upon their arrival, an hcp meter reading of 40 mg/dl was obtained. Customer was treated with an unspecified medication that was "too sweet" in addition to unspecified treatment via intravenous infusion. Following treatment, an hcp meter reading of "200 mg/dl and something" was obtained. No transport to a hospital was required. No additional treatment was reported. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The meter was returend and investigated with returned test strips. The complaint was not confirmed and no new issues were observed. All results were within the range specification and no errors were observed during control solution testing. Note: the date of event is unknown. The date entered is based on the report of the event occurring in the "first week of july". All pertinent information available to abbott diabetes care has been submitted.